Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies since (B)(6). Customer stated that in one occasion the sensor was reading 90 mg/dl but her blood glucose was 49 mg/dl. Blood glucose at the time of the call was 136 mg/dl and sensor glucose was 104 mg/dl. Customer stated that the insulin pump had been alarming with threshold suspend frequently so she changed the limit from 80 to 70 mg/dl. Customer was advised about the recommended insertion and calibration process. It was advised to remove and replace the sensor. Customer stated she would change the sensor when receiving a sensor end alert. The sensor would not be replaced or returned for analysis.